Event description:
It was reported that the patient presented with an implantable cardioverter defibrillator (ICD) that was exhibiting post-paced t-wave oversensing (pptwos). No changes or intervention was reported. There were no patient consequences.

Manufacturer narrative:
Corrected data: b5 updated to show the event was discovered in clinic, and section e1 updated to show the healthcare professional was a physician's assistant and not a nurse.

Event description:
Corrected information received indicated the patient presented initial in clinic. Additional information received indicated the implantable cardioverter defibrillator (ICD) was reprogrammed, and the patient was stable post programming changes.